Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a non-functioning pump running symbol and the buttons working occasionally was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6)). During functional testing, self-tests were unable to be performed. The returned system controller¿s buttons on the user interface (ui) panel were pressed with no response. The controller was then connected to a mock loop. The system controller liquid crystal display (lcd) was initially on but stopped working during testing. The system controller was operating a mock loop without the pump running symbol, lcd, and any light emitting diodes (leds) illuminated. The system controller was disassembled for additional analysis. The j1 connector, which connects the main print circuit board (pcb) to the ui panel, was inspected and was found to have the solder of all the pins completely broken. The system controller ui and top housing assembly was replaced with a known test unit, which resolved the observed issue of not being able to initiate a self-test, the lcd, and ui leds not illuminating. Provided information stated that controller was exchanged for a new one. The root cause of the reported event was determined to be damaged solder joints on the j1 connector of the ui panel; however, a root cause to the damage to the j1 connector was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. B) and patient handbook (rev. B) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 lvas patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, indicates how to perform a self-test and during the self-test, the system controller checks the lights, symbols, and sounds on the user interface. Heartmate 3 lvas IFU, section 8 ¿ ¿equipment storage and care¿, explains how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during follow up in clinic, the pump running symbol of the system controller was noticed to be off. The buttons worked occasionally. The controller was connected to the power module and the heartmate touch showed that pump running and the left ventricular assist device (lvad) worked as expected. The clinicians were able to perform a self-test after some attempt. The controller audio-tone and display worked as expected, but no led light appeared. Log file analysis was performed, and the controller was replaced with a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.